Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer was treated with insulin pump. Customer's other blood glucose value was 313 mg/dl at the time of the call. Troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering and auto mode feature was not active on the insulin pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.